Manufacturer narrative:
Based on further evaluation at the manufacturing facility, this follow up report is being filed since the probable root cause has been identified and corrective action taken. Review of the manufacturer¿s process historical information indicates that the month these gloves were produced, the manufacturer did have some water disruption due to low water pressure that may have affected the water levels in the pre and post leaching tanks. The glove manufacturer has been informed of this reported incident for close monitoring of their manufacturing process. They have implemented tighter and effective checks at the leaching tanks from a weekly routine to a daily basis. The have also installed water pumps to counter the water disruption. We will continue to monitor this product for additional reports of the same failure mode.

Event description:
Lab employee reported that the gloves were causing hand rash with allergic reaction. They noted red/orange residue left on hands after the gloves were removed. They were given prednisone and hydrocortisone cream. The customer was not able to provide any further information about the employee.

Manufacturer narrative:
The customer provided the lot number and samples. The device history record was reviewed and no abnormalities were noted. Historical trending was done. This is the first event involving this cat number (and lot number) for this type of failure. A wearing test was done for one hour with the received samples, and no skin irritation or allergy was observed. There was also no red or orange residue found on their hands after wearing the gloves for one hour. No root cause could be identified; allergy can be dependent on the sensitivity of individuals toward nitrile gloves. The supplier has been apprised of this incident for close monitoring of the manufacturing process. No corrective action will be initiated at this time. We will continue to monitor for complaints of this nature.